Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing multiple breakfasts and using additional meal announcements as a corrective strategy, while believing the device delivered insufficient insulin; reported glucose was 360 mg/dl and later trended down to 300 mg/dl following monitoring and without changes to infusion supplies. Symptoms included elevated blood glucose without reported ketones or other adverse effects. Outcomes included continued self-monitoring and no need for third-party assistance or hospitalization. Investigation included review of device reports, user education on the correction algorithm, guidance to allow approximately 90 minutes post-meal for corrective action, and a plan for remote trainer review of usage patterns. Investigation of this case revealed no confirmed device malfunction, with user behavior involving multiple meal announcements identified as a likely contributor to perceived under-delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with device functioning as designed.